Event description:
The customer reported to olympus medical the up/down angulation lever on the evis exera duodenovideoscope was damaged. Additionally, the elevator was loose and could not be raised easily. This issue was identified during the reprocessing step. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, foreign matter was found on the forceps elevator and the objective lens was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were not confirmed. There were no issues observed with the up/down movement of forceps elevator and forceps angle was also within standard. The forceps control lever was damaged. The device was visually inspected and revealed the objective lens was dirty; the adhesive around the light guide lens was cracked; and the adhesive on the bending section cover was detached. The device evaluation also revealed the following findings: due to damage on charged coupled device (ccd) unit, the specified resolving power was not obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU: evis exera tjf type 160vr operation manual chapter 3 preparation and inspection of the forceps elevator mechanism states how to detect the events. IFU: evis exera tjf type 160vr endoscope reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures brushing around the forceps elevator and instrument channel outlet states how to prevent the events. Olympus will continue to monitor field performance for this device.